Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon of a non-teleflex pulmonary artery catheter (pac) appeared damaged (ragged) upon removal from the cath-gard contamination shield included in the psi kit (ik-09600). The operator noted that the connection between the cath-gard device and the pac appeared to be loose. Review confirmed that both devices are listed as compatible per the respective instructions for use (IFU) and packaging (lidstock), and device placement and handling were performed in accordance with the IFU. The issue was resolved by replacing the affected devices, after which no recurrence was reported. No patient injury, adverse event, or clinical consequence was associated with this occurrence.